Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during the catheter placement, the device allegedly had subcutaneous leak and the blue lumen was torn. It was further reported that the patient allegedly had pain during injection of medication. The catheter was replaced. The patient's current status was unknown.

Event description:
It was reported that during the catheter placement, the device allegedly had subcutaneous leak and the blue lumen was torn. It was further reported that the patient allegedly had pain during injection of medication. The catheter was replaced. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman t/l catheter was returned for evaluation. One electronic photo was provided for review. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported tear and leak issue, as a diagonal split was noted distal to the tissue cuff. The edges of the split appeared wavy. An in-house syringe was attached to all three luers. Both the blue and white lumen leaked from the diagonal split during infusion; only air was aspirated. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.